Event description:
It was reported that the patient visited her hcp (health care provider) with skin irritation and was diagnosed with a skin infection at the infusion site. The site was reported to be red, painful, itching and swollen. The patient was prescribed an antibiotic (doxycycline). In a follow up call with the patient, it reported that she was referred to a wound care clinic for treatment of her infusion site abscess. She is currently being treated with an intravenous (IV) antibiotic. Wounds were dressed, and she is supposed to cleanse with betadine. The pod was worn between 36 and 48 hours on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Loud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.